Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was fractured; there was high threshold and high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed an out of tolerance lead impedance alert occurred 2012-(B)(6) and again on 2013-(B)(6) for high right ventricular pacing impedance. A rise from 1696 ohms the week ending 2012-(B)(6) to 3296 ohms the week ending 2014-(B)(6) was noted. (B)(4)